Manufacturer narrative:
(B)(4). Evaluation summary: a review of the previous service record, (B)(6) 2008, shows the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issue of patient passed away. The device has not been previously returned for any issues related to patient passed away. The patient's therapy logs were reviewed. When received, the device had the following parameters programmed: therapy: continuous cycling peritoneal dialysis (ccpd)/intermitent pd, therapy volume: 16000ml, therapy time: 9:00, fill volume: 2300ml, last fill volume: 2000ml, initial drain alarm: 1300ml, cycles: 6, calculated dwell: 00:57, drain volume percent: 85, last manual drain: no. The patient's event log contained patient therapy data from (B)(6) 2010 and recorded no device anomalies and no instances of increased intraperitoneal volume (iipv). The last entry recorded prior to the device being received for evaluation was (B)(6) 2010 at 05:21:25: ac switch is off. The therapy recorded therapy information from (B)(6) 2010 and recorded that the last 6 therapies performed had positive total ultrafiltrations (ufs) with no bypasses and no manual drains being performed. The alarm log recorded alarms from (B)(6) 2010 and had recorded check lines and bags, check patient line, slow flow patient, drain not finished, system error (se) 2084 alarms. A check lines and bags alarm will occur when one or more of the lines are closed or solution bags are empty. A check patient line will occur when the patient line is closed due to a kink, closed clamp or fibrin blockage. A slow flow patient will occur when the flow rate is very slow, which can reduce the dwell time and decrease the amount of effective dialysis time. A drain not finished alarm will occur when an attempt has been made to bypass the drain phase of the therapy and it has not yet been completed. A se 2084 (illegal door open) will occur when the door was opened while the device was pumping fluid. A review of the cycle by cycle uf log revealed no ufs that exceed the iipv criteria. The home choice returned instrument test evaluation (rite) functional testing and home choice electrical leakage tests were performed and passed. Internal and external visual inspections were also performed revealing no problems. The evaluation performed did not identify any failure of malfunction that could have caused or contributed to the reported difficulty.

Event description:
A customer contacted baxter's technical service center reporting a patient's death. The patient?s caregiver (cg) indicated that the homechoice machine needed to be picked up. The homechoice was operational. Follow-up information obtained by global pharmacovigilance (gpv) on 09/15/2010 is as follows: between 2007 and 2008 (exact date was unknown), the patient started pd therapy. At the time of the events, the patient was performing pd therapy with 12.5l of pd4 ambuflex daily and using an additional 2.5l of pd4 ultrabag as needed. The nurse stated the patient was on this regimen for "greater than 1 year," but she was unable to provide an exact start date. In (B)(6)2010 (3 weeks prior to death), the patient was hospitalized for a black toe related to circulatory problems. Treatments and labs were unknown. The nurse stated the patient was scheduled to have surgery on his toe, but she was unsure if the surgery was ever performed. While hospitalized, the patient used unknown pd solutions with the hospital's capd machine to perform pd therapy. On (B)(6)2010, the patient died from cardiovascular insufficiency. The nurse indicated that the events of the patient's toe turning black, circulatory problems, cardiovascular insufficiency, and death were not related to dianeal solutions or the homechoice machine. The nurse stated she has been contacted multiple times about this patient, and she would prefer not to be contacted again. No further information was provided.

Manufacturer narrative:
(B)(4).the device is available for evaluation. Upon completion of the investigation, a follow-up medwatch report will be submitted.